Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event a review of the device labelling was completed. Stent obstruction is identified in the labelling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported through a clinical trial that a subject presented with stent obstruction in the left eye; approximately, one (1) year postoperatively. The ostium of stent was observed covered with the trabecular meshwork (tm) tissue. There was no report of surgical/medical intervention performed.

Manufacturer narrative:
MFR# reference: (B)(4). H3 other text : placeholder.